Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic non-dependent patient¿s device generated an alert on (B)(6) 2017 reflecting inadequate capture and the patient was, therefore, contacted. The patient presented in-clinic for a device interrogation on (B)(6) 2017 where it was determined the patient¿s left ventricular lead¿s threshold had increased and, further, an x-ray revealed the patient¿s atrial lead had become dislodged. This patient¿s device was programmed to avoid pacing and the patient was sent home pending a future procedure. On (B)(6) 2017, the atrial lead was explanted and replaced and the left ventricular lead was repositioned and, when tested, the repositioned left ventricular lead¿s tested threshold was acceptable. The patient was stable before, during and after the procedure.